Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -8.00/1.0/000 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The reporter reports a non traumatic hyphema three months post op. Anterior chamber irrigation/evacuation of visco/fuids was performed and the problem resolved. Reporter states " all fine, patient is happy". Cause of event was unknown. .